Event description:
The pt reported that they purchased and wore a new pair of contact lenses. The pt noted the color of the lenses appeared darker than normal. Within several hours of wear, the pt experienced irritation. The pt later removed the lenses from the eyes and their vision was blurry. When the pt woke up, the eyes were filled with mucous. The eyes were burning, tearing (lacrimation) and in pain. The pt visited the emergency room and was diagnosed with iritis. According to the pt, they were prescribed an antibiotic (type unk) and their eyes are "on the road to recovery." The pt provided the hospital exitcare pt info document. The record indicates the pt diagnosed with iritis and treated with corticosteroid eye drops and dilating eye drops. Add'l info received on (B)(6) 2012 from the emergency room physician at the hospital confirms that the pt was diagnosed with conjunctivitis and iritis in both eyes. The pt was treated with cifloxan. Add'l info has been requested but not yet received.

Manufacturer narrative:
Opened product was returned for eval and found to be counterfeit product. No product has been manufactured with this lot number, therefore, device history record and sterilization record review for conformance can not be completed. Counterfeit product not manufactured by firm, therefore the mfg date is unk. (B)(4).